Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, there was was a bar code on the outside of the instrument. This is sometimes used by refurbishing parties. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the handpiece isn't working. No case details were known. Patient consequence not reported.